Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters; upn: m365sc9004550; model: sc-9004-55; serial: (B)(4); batch: 17310287/17919981.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced and the adapters were explanted. All explanted devices will not be returned.